Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Other: (B)(6) adverse incident report reference no (B)(4); submitted to (B)(6) by the patient. It was reported that the patient got the device from (B)(6) hospital, and she has been implanted with the device at either (B)(6) hospital. The complainant indicated that the device is implanted and the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient. According to the complainant, post procedure, she presented with erosion into urethra. In addition, the patient reported that the mesh was coming through her vaginal wall near the cervix. She also experienced nerve damage on her right leg and severe groin pain. She was unable to walk, bend and have intercourse with her husband. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient. The patient experienced erosion into her urethra, nerve damage on her right leg, and severe groin pain after a mesh implantation procedure. It was noted that the mesh was coming through her vaginal wall near the cervix. Although the mesh helped with incontinence, she couldn't cross her legs or raise her right leg as high. She was also unable to walk, bend, and have intercourse with her husband. After a year, she started small weeing again and had occasional pain in the groin. The mesh was surgically removed on (B)(6) 2018.

Manufacturer narrative:
G3: other: mhra adverse incident report reference no (B)(4); submitted to mhra (medicines and healthcare products regulatory agency) by the patient. E1: this was reported the patient got the device from (B)(6) hospital. The device was implanted at (B)(6) hospital and explanted at (B)(6). H10 the complainant indicated that the device is implanted and the device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. H11: b5 has been updated based on the additional information received on april 11, 2024. D4 has been corrected from "m0068502110" to "m0068502111". D4 lot number has been updated to ml00001707. H6 has been updated with imdrf f12, f1202, and f1903.